Event description:
It was reported that the stent (subject device) was selected for the ruptured anterior communicating artery aneurysm procedure. However, when the physician placed the microcatheter at target location and attempted to deploy the subject stent, only the distal end of the subject stent could be deployed and expanded as resistance was encountered on further deployment. Thus, the subject device along with the microcatheter was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the stent (subject device) was selected for the ruptured anterior communicating artery aneurysm procedure. However, when the physician placed the microcatheter at target location and attempted to deploy the subject stent, only the distal end of the subject stent could be deployed and expanded as resistance was encountered on further deployment. Thus, the subject device along with the microcatheter was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). D9 - product available to stryker - updated d9 - returned to manufacturer on - updated h3 - device evaluated by mfg ¿ updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned inside microcatheter. A portion of the stent was seen piercing through and protruding from the distal catheter shaft. The stent delivery wire (sdw) was noted to be kinked/bent. The stent was noted to be deformed. The stent introducer sheath was not returned. The catheter was flushed and sdw was advanced with friction. The stent was deployed on the table. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent partial deployment' and 'stent friction' were both confirmed during device analysis. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'severely tortuous'. It was reported that 'after successfully positioning the stent-delivery microcatheter, the physician advanced the stent into place and initiated its deployment. Upon retracting the microcatheter after the stent's tip end had been deployed and expanded, the physician encountered resistance at the microcatheter's tip, preventing complete stent fully deployment. Consequently, the entire system (microcatheter and stent) was withdrawn, and a new microcatheter and stent were used to reattempt the procedure. Following the surgery, the physician attempted to push the stent on the operating table but was unable to do so'. The stent was returned for analysis partially deployed from the distal tip of the returned microcatheter. Part of the stent was also after piercing the side wall of the microcatheter near the distal tip of the microcatheter. Once fully deployed, the stent was noted to be significantly damaged near the distal (open cell) end of the device. The stent delivery wire (sdw) was also returned and was significantly kink/bend towards the distal end of the wire. The introducer sheath was not returned for analysis. It is not possible to determine with certainty why the stent could not be fully deployed successfully on this occasion. It is possible that the deployment was not completed in a continuous movement, possibly complicated by the severe tortuosity of the target vessel anatomy. Or there may have been some other unknown procedural factor(s). It is also unclear why the stent was after piercing the side wall of the microcatheter although this may have occurred during the manipulation which occurred on the operating table post-procedurally, after the stent and microcatheter were both removed from the patient. Based on the review of all available information, the as reported ¿stent partial deployment' and 'stent friction¿ as well as the as analysed ¿stent deformed, ¿sdw kinked/bent¿ , ¿stent friction¿, ¿stent partial deployment¿ and ¿sdw friction¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.